Event description:
It was reported that within approximately two months post implant that the patient received an inappropriate shock. When the physician opened the pocket an "irregularity in the insulation" of the ventricular lead was seen. The lead was on top of the device and was sutured on the suture sleeve as well as down the lead body. It was also reported that the lead was dislodged. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was also reported that the patient presented to the hospital after receiving multiple inappropriate shocks. The device was interrogated and there was no capture on the right ventricular lead and sensing was poor. The patient is enrolled in the system longevity study (sls). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the helix was distorted/bent, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism and there was apparent explant damage. The analyst commented there were no irregularities in the insulation noted at the time of analysis. No cuts, tears, kinks, wear or any other anomalies were visible.